Event description:
The surgeon's office reported that the patient was seen in the neurologist's office on (B)(6) 2012 and presented with high lead impedance (impedance value 62; 10,000 ohms) upon performing diagnostic testing. The patient's device had not yet been turned on since vns initial implant surgery on (B)(6) 2012. The patient was referred back to the surgeon for evaluation. The surgeon's office reported that it was believed that the diagnostics at the time of implant were fine, and the patient did not report any trauma or event that could have precipitated an issue with the lead. The company representative saw the patient on (B)(6) 2012 and interrogated her device and performed system diagnostics. Diagnostics were within normal limits. The impedance value ranged between 2700-2900 ohms. The device was set at 0ma but he programmed her up to perform the test. The patient is difficult to communicate with but she did feel a tingle in her throat. It was clarified that the surgeon did not see the high impedance at time of implant, and the high impedance was only observed on (B)(6) 2012 by the neurologist. Operative notes were received from medical records which indicated that the vns system was tested in during surgery, and there was no note that diagnostics resulted in out of limit results. Attempts for a copy of the surgeon's flashcard have been unsuccessful to date to assess the specific programming completed on the date of surgery and the system diagnostic results following implant.

Event description:
Further review of the operative notes revealed that the vns "device was retested, turned off" during surgery. The company representative followed-up with the surgeon's clinic and reported that the system diagnostic test was performed in surgery without the lead being connected to the generator. Then, the device was programmed on, and a subsequent system diagnostic test was not performed. The company representative reviewed the steps for programming vns devices in the operating room as indicated in labeling. From the available information, it appears that the surgeon performed a system diagnostic test before plugging the generator into the lead. The stored impedance value (from the final electrical test in manufacturing) will not clear until diagnostic testing is performed after connecting the generator and lead. If the device is programmed on prior to diagnostic testing, a high impedance warning message will appear. As there was no testing performed in the operating room, this message was obtained at the patient's first follow-up visit when the device was programmed on and prior to diagnostics. Manufacturer labeling indicates the generator and lead should be connected prior to performing system diagnostics.

Manufacturer narrative:
Brand name, corrected data: with the new information, the suspect medical device is the generator and therefore the initial report inadvertently reported the brand name incorrectly as it was initially for the lead. Type of device name, corrected data: with the new information, the suspect medical device is the generator and therefore the initial report inadvertently reported the brand name incorrectly as it was initially for the lead. Model #, serial #, lot #, expiration date, corrected data: with the new information, the suspect medical device is the generator and therefore the initial report inadvertently reported the device information incorrectly as it was initially for the lead. Device manufacture date, corrected data: with the new information, the suspect medical device is the generator and therefore the initial report inadvertently reported the manufacturer date incorrectly as it was initially for the lead.